Event description:
The manufacturer received information alleging a ventilator was auto-cycling. There was no harm or injury reported. During the evaluation of the device at the third party service center, the active exhalation control module was found to be broken. The device's active exhalation control module was replaced to address the issue.